Manufacturer narrative:
Service was declined by the customer. A definitive root cause for this event has not been determined to date. Associated mdrs for this event: 2122870-2011-02522, 2122870-2011-02523, 2122870-2011-02524.

Event description:
The customer reported that erratic total human chorionic gonadotropin (tbhcg) results were generated from two unicel dxl800 access immunoassay systems for one patient's samples over two days. This report is two of three, and represents the erratic total human chorionic gonadotropin (tbhcg) results generated on a unicel dxl800 access immunoassay system, serial number (B)(4), on (B)(6) 2011. Two patient samples were tested four times on the unicel dxl800 access immunoassay system (serial number (B)(4)) with varied results above the normal reference range and outside the assay's precision claims. One result was generated using a reflex test, and four results were obtained from aliquots of the original sample analyzed through the spu (specimen processing unit). None of the results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment attributed or associated with this event. Instrument tbhcg quality control results were within customer established specifications during the timeframe of this event. The tbhcg samples were collected in 13x100mm lithium heparin plasma tubes with gel separator.